Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces.

Event description:
It was reported on 06/06/2022 by a facility representative via (B)(4) that an 0826-000 impactor pad was cross threaded on an 1268-100 targeting arm, and a 0616-000 obturator pin guide fell apart. This was discovered during a case with no patient harm. Per facility: "1 + 2. After impacting nail in patient with a mallet, hitting the impactor pad connected to the jig; we could not remove the impactor pad from the jig. It was very hard and eventually we were able to. However, there were metal shavings that were coming off the impactor, the surgeon said and it seemed to have cross-thread into the metal on the jig. However, after the case when inspecting the instruments, we realized the pad was still connected to the metal ring usually located on the nail jig. The impactor pad/with the metal from the nail jig came out as one piece. 3. When removing the trocar/obturator for the lag screw pin, the knob on the end fell off; so we had to remove the entire sleeve to take out trocar and then re-enter sleeve for guide pin placement."